Event description:
It was reported by the user facility that at a follow up appointment, within 3 weeks of extraction using the core impaction drill, presented with pain and an infection was found. An incision was made to resect the granulated tissue. The socket was irrigated with saline and antibiotics. A 4.0 suture was placed interproximal.

Manufacturer narrative:
The failure for leaking a black substance was not confirmed through functional evaluation, disassembly and visual inspection. The bearing stop was coated with a substance but it was not identified as contributing to the event. Cleaning is a known cause for the event. The device was put back into the manufacturer's stock.

Event description:
It was reported by the user facility that at a follow up appointment, within 3 weeks of extraction using the core impaction drill, presented with pain and an infection was found. An incision was made to resect the granulated tissue. The socket was irrigated with saline and antibiotics. A 4.0 suture was placed interproximal.